Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module defective, and the objective lens unit broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module and the objective lens unit. In addition, we confirmed that the light guide fiber bundle (lcb) disconnected; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.